Manufacturer narrative:
Investigation eval: our lab eval of the product said to be involved found that the drive wire was not visible in the coil assembly indicating the hook has broken at the distal end of the drive wire. The clip was removed and the broken portion of the hook was located within the clip housing. Therefore, all the pieces of the device are accounted for. The drive wire is securely attached to the handle. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our lab analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Instructions for use states to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Instructions for use states if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopy procedure to treat an esophageal bleed, the pt was reportedly losing blood rapidly. The physician was very nervous and needed a hemostasis device to perform. Argon plasma coagulation (apc) was tried first but this did not work. The physician switched to a cook instinct endoscopic hemoclip. The endoscope was in a straight position. The clip failed to open. The clip was removed from the endoscope. Our lab eval confirmed the drive wire broke at the distal end, which is near the clip housing. The physician then used a second cook instinct endoscopic hemoclip. The clip was advanced through the endoscope and closed onto the bleeding site. The handle was slowly closed and when the user was ready for deployment, the drive wire broke at the handle. The clip would not release from the deployment device. After pulling on the drive wire, the clip was able to be reopened. The clip was removed from the endoscope in the opened position. See MDR 1037905-2013-00412. We requested information regarding how the procedure was finished, but this was unable to be provided by the medical facility. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.